Manufacturer narrative:
The cobas e 801 analytical unit serial number was (b)( the calibration was within the expected ranges. The qc provided from 09-dec-2025 to 10-apr-2026 was acceptable. Per the labeled specificity claim of the assay: single false positive results can occur with the elecsys hiv duo assay. The product labeling states: "reactive in the elecsys hiv duo assay. All initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically." The product labeling also states: "repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms." The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys hiv duo assay performs within specifications.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys hiv duo assay on a cobas e 801 analytical unit. Patient 1: initial result: 442 coi. 1st repeat result: 448 coi. 2nd repeat result: 442 coi. Western blot test result: negative. 3rd repeat result: negative when tested on an abbott analyzer. On (B)(6) 2026, a new sample was drawn from the patient and tested on a cobas e 801 at a different hospital, and the results were 312 coi, 319 coi, and 310 coi. Patient 2 was tested on (B)(6)2026: initial result: 97.30 coi. 1st repeat result: 97.0 coi. 2nd repeat result: 94.90 coi. Western blot test result: negative.